Manufacturer narrative:
As of (B)(4) 2019 aso evaluated unused returned product as well as retained samples of the same lot number for adhesion properties. In addition, aso reviewed records of biocompatibility tests.

Event description:
The initial report on (B)(6) 2019 consumer informed that product caused her a rash. The completed customer information request (cir) was received on (B)(6) 2019. Consumer stated that she required medical treatment. Her doctor prescribed triamcinolone cream. In addition, consumer stated that the issue was with the tape area and that the symptoms corrected after she stopped using the product.